Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator exhibited an inappropriate electric shock due to oversensing. Upon review, it was noted slow ventricular tachycardia (vt), which changed the amplitude. Oversensing led to inappropriate electric shock. Currently, this product remains in service and no additional adverse patient effects were reported.